Event description:
It was reported by the nurse to our sales rep that there have been several miss drillings with the reported devices.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.